Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿white screen¿ alarm followed by error code 41100. There was no patient involvement.

Manufacturer narrative:
Received one device for evaluation. The reported was unable to be duplicated. No error codes were present; however, the event log verified the power up issues. The root cause was due to a faulty communication module. No problem found with the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period